Event description:
It was reported that the pump battery would not charge properly. There was no adverse impact to the customer's blood glucose level. Despite trying different wall outlets, charging cables, and adapters, the issue was unresolved. Customer continued using the current pump as a backup therapy, and technical support decided to replace the faulty pump.